Event description:
The facility reports the client was helped into the bath by a temporary carer. The disinfectant from the red shower handle was used for washing the hair. The body of the client was not washed. The carer, during showering, noticed that she used the wrong shower handle. After bathing, the client indicated he had some trouble with his face. A different carer rinsed his face with water, as they thought he probably had a reaction to the shampoo. Later that afternoon, it appeared that his face indicated several reactions. The domestic doctor was consulted. He thought, at first, it might have been an allergic reaction. Meanwhile, the client became more drowsy. After this , the domestic doctor sent the client to the hospital with a suspicion of a chemical reaction. The facility investigated and realized the disinfectant had been used when washing the hair. The client is now in the hospital with what looks like brand marks on his face, inflamed eyes, blisters in the mouth, irritated mucose in the mouth, and fever. The client's lungs are being checked regularly for inflammation. As he had disinfectant in his mouth, he now holds liquid in his whole body.

Manufacturer narrative:
An investigator examined the device and found all according to product specifications. The flow meter of the disinfectant was between 50 and 75. The manufacturer determines the root cause for the event to be that the carer has used the disinfectant handle instead of the shower handle when washing the client's hair. It is stated in the report from the site that the carer was a fill-in/temporary. As per the operating instructions, the equipment must always be used only by trained staff. The manufacturer recommends all personnel be retrained on the proper operation of the bathing system, paying particular attention to the safety instructions.